Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during use while injecting, and the pen would not depress completely while doing so. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog during injection, does not prime, does not re-use. Consumer stated that the pen does not depress all the way when injecting. Lot # 9009593, product # 320122, exp 01-31-2024. Occurrence date is 07-02-19, consumer also stated that there were other boxes in the past year with the same problem."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during use while injecting, and the pen would not depress completely while doing so. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog during injection, does not prime, does not re-use. Consumer stated that the pen does not depress all the way when injecting. Lot #: 9009593, product #: 320122, exp 01-31-2024. Occurrence date is (B)(6) 2019, consumer also stated that there were other boxes in the past year with the same problem."